Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced missing eol alerts. No additional event or patient information is available. Data was received for evaluation, data review confirmed the missing eol alerts. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
Correction of device information.